Event description:
It was reported that during a remote data review, a battery depletion (bd) error code was noted from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.